Event description:
It was reported to the MFR that the patient has been experiencing an increase in depression. It was also indicated that the patient was hospitalized. The relationship between the worsening depression and vns therapy is unk at this time. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.